Event description:
Healthcare professional reported "capsular contracture baker grade iii and breast contour deformity and rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual evaluation: visual analysis of the photographs identified: rupture: observed, broken on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Deformation: unable to observe already the device is ruptured. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and breast contour deformity and rupture". This record is for the right side. Device was explanted.